Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) blood back. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9, e1- email, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields: h8. A getinge field service engineer (fse) evaluated the unit and resolved issue by installing a new pim. A full calibration, functional testing and safety check were performed to factory specifications. Returned to the customer and cleared for customer use.